Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, itchy rash on his back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician "suspected" that he had shingles and was prescribed "acic" ointment. The patient followed up again with his physician and reported that the physician said the rash was most likely an allergy to the metal nickel and prescribed "fenistil (active ingredient: dimethindene maleate)". Follow up indicated that the ointment is helping with the skin irritation.